Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.027.050s, lot l451994: manufacturing site: bettlach. Release to warehouse date: june 19, 2017. Expiry date: june 01, 2027. The device history record shows this lot of devices was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. A product investigation was completed: the received blade does not show any damage and was found in good condition. A functional test was performed with a test impactor and did not show any abnormalities, the blade could be locked and unlocked without any difficulties. The reported malfunction could not be replicated. Our investigation has shown that no product related issue was identified, therefore the complaint condition for this device is rated as unconfirmed. A functional test was performed and did not show any abnormalities. The blade could be locked and unlocked without any difficulties. No malfunction could be detected. The reportable malfunction in this complaint could be allocated to the defective impactor, which was found deformed. Finally we conclude that the cause of failure is not due to any manufacturing non-conformance's. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. A device history record review has been requested. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during an open reduction internal fixation (orif) with proximal femoral nail antirotation (pfna) system for femoral trochanteric fractures on (B)(6) 2018, the pfna-ii blade with 75 mm would not lock on the impactor. The surgeon connected the pfna-ii blade 75mm to an unknown impactor and inserted the pfna-ii blade into the leg. To lock the pfna-ii blade, the surgeon followed the procedure written in the technical guide. However, though the dial on the impactor was rotated several times, the pfna-ii blade could not be locked. When the surgeon tried to rotate the dial on the impactor further, it rotated freely. Then, when the impactor was pulled, the pfna-ii blade came off the impactor. At that time, the pfna-ii blade was not locked. The surgeon removed the unknown impactor from the pfna-ii blade and attached an extraction screw to the pfna-ii blade. The pfna-ii blade was removed and another blade with 80mm was inserted. The surgery was completed within a thirty (30) minute delay. There was no adverse consequence to the patient. This report is for a pfna-ii helical blade. This is report 1 of 2 for (B)(4).